Event description:
A customer reported that a model 90343 telemetry transmitter's signal was lost in 2009. The patient was found in the bathroom, there was no battery in the transmitter; it is not known if the battery fell out or was removed by the patient.

Manufacturer narrative:
It is not known how much time elapsed between when the loss of signal occurred and the patient was found in the bathroom. The biomed performed an operational test on the transmitter for both ECG and spo2 and reported the transmitter and receiver module to be operational. Device evaluation is anticipated, but not yet begun. Spacelabs has requested that the suspect device be returned to our facility for a detailed evaluation. Spacelabs is waiting to receive the device; we will forward additional information as soon as it becomes available.